Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument failed the electrical continuity test. There were no signs of thermal damage. The root cause of this failure is attributed to a component failure. Additional observation not reported by site that is related to the primary failure was also identified: the maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The root cause of this failure is attributed to a component failure. For clarification, further testing was performed for the electrical continuity and found that the maryland bipolar forceps instrument would intermittently pass in certain orientations of the grip tips. The electrical continuity test would also pass when the conductor wire is pressed down where the damaged insulation is located. This most likely means the conductor wire is broken and only held intact by its insulation. No image or video was available for review. A review of the instrument log for the maryland bipolar forceps (part number 471172-16/lot number k10211116 0051) associated with this event has been performed. Per the review, the maryland bipolar forceps instrument was last in a procedure on (B)(6) 2022 on system sk0503. The alleged instrument had 13 uses remaining after the last procedural use. This complaint is being reportable malfunction event due to the following: the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that prior to start of a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument had stripped cable. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred on (B)(6) 2022. The maryland bipolar forceps instrument had frayed cable prior to starting, before inserting in the trocar.